Event description:
Pt for right total ankle replacement- during procedure a piece of metal from the mini cordless driver fell into the sterile field, first noticed by surgeon and (B)(6). No harm to pt, piece could not be located, x-ray taken and piece not located. Drill still works after piece fell. Ref stryker mini cordless drill - (B)(4).